Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3 ml ll w/ndl 25 x 1 rb cannot aspirate. The following information was provided by the initial reporter: "it was reported that the syringe and needle are difficult when drawing up medication. Event description states: difficulty drawing up fluid. Syringe and needle combination is creating a vacuum. Per customer, the reported material is a syringe and needle. They are 1 bd product together. The defect occurred 3 times. Monday and today are confirmed dates. The customer is unsure of the third."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb cannot aspirate. The following information was provided by the initial reporter: "it was reported that the syringe and needle are difficult when drawing up medication. Event description states: difficulty drawing up fluid. Syringe and needle combination is creating a vacuum. Per customer, the reported material is a syringe and needle. They are 1 bd product together. The defect occurred 3 times. Monday and today are confirmed dates. The customer is unsure of the third."